Manufacturer narrative:
Other text: d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check; the cuff leaked. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found no physical damage. During the functional testing, the customer reported issue was unable to be confirmed as the product was smoothly inflating and deflating with good sealing performance. No cause was able to be found. No anomalies were able to be found during the DHR review. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.